Event description:
A malfunction alarm was reported with no notable events occurring prior. Customer's blood glucose level was not adversely affected as it did not exceed 500 mg/dl. Technical support assisted the customer with a pump reset and the malfunction did not recur after the reset. Customer was instructed to continue using the pump and to call back if any malfunction code recurred, which they acknowledged and understood.